Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patients family member that the patient "is experiencing pain near implant". It was further reported that the "device has shifted a bit". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.